Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the act button on the insulin pump was getting stuck. During troubleshoot, the customer stated the numbers were not scrolling on their own and there was not a button error alarm. Customer's blood glucose value was 383 mg/dl; during the call, the customer was able to treat with a bolus and it went down to 297 mg/dl. She declined to receive a loaner insulin pump and was transferred to a consultant for assistance with getting a new device.